Manufacturer narrative:
Philips service replaced the ps fd unit, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the frontal and lateral x-ray units failed due to an fd controller error on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.